Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 7f sheath after an emergency interventional procedure for st-segment elevation myocardial infarction (stemi). Reportedly, there was difficulty depressing the trigger button while attempting the close the access site. After deployment of the starclose clip, it was found to be stuck in the sheath. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the device was used in a calcified right common femoral artery access site. The instructions for use, states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency. Twenty-seven unused sterile starclose devices with the same lot number, 40926k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4) - failure to follow steps. The instructions for use, states: do not deploy the clip in areas of calcified plaque. It was reported a venous sheath was next to the arterial sheath during closing: the instructions for use, under precautions, states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient population: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.